Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro co2 port was not working properly. Gas supply (co2) connection seems closed. As a result, no co2 came through the plug. After much searching where the problem was, it turned out to be the solution after taking a new plug (from a loosely packed accessory pack). No harm to the patient. There was a delay of about 10 minutes. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 01/17/2025. An investigation was conducted on 01/27/2025. A visual inspection was conducted. Sings of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. A 5cc syringe filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000405184 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro co2 port was not working properly. Gas supply (co2) connection seems closed. As a result, no co2 came through the plug. After much searching where the problem was, it turned out to be the solution after taking a new plug (from a loosely packed accessory pack). No harm to the patient. There was a delay of about 10 minutes.